Event description:
Customer reported his insulin pump is alarming. He stated he replaced the battery a day ago. This morning he changed his infusion set and the device alarmed. Customer's blood glucose was 130 mg/dl. The device alarm history showed the alarm and a no delivery alarm. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. The alarm occurred shortly after inserting a new battery. The alarm is recurring during normal use. Customer declined troubleshooting for no delivery alarms. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).